Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete, as noted in h3. Additional information will be submitted within 30 days of receipt.

Event description:
The report was of a balloon rupture during a procedure. The pt was a male of unk age. The target lesion was the proximal to mid lad. The lesion was de novo, slightly calcified, but not tortuous. There was 90% stenosis. Pre-dilation was conducted with a balloon (2.25/15mm: lacrosse). While the cypher (3.0/33mm) was being inflated, the balloon ruptured at 10 atm. The pressure stopped increasing and the blood was withdrawn. Post-dilation was conducted with a balloon (3.0/20mm: nc sprinter) and the stent was safely implanted. There was no reported pt injury.